Manufacturer narrative:
(B)(4). The device and accessories were evaluated onsite by a philips field service engineer. The reported symptom could not be reproduced. The device and accessories were then sent to the philips bench for further evaluation. The cables passed all visual inspection and were tested with no trouble found. Contamination and wear was noted on the ECG connector. The ECG connector was replaced. The device passed all required testing and was returned to the customer site. Philips was unable to reproduce the reported symptom however, philips was able to confirm the issue through review on the electronic event.

Event description:
The customer reported a failure to acquire a 3 lead and 12 lead ECG during a pt event. There was no negative pt impact.